Manufacturer narrative:
Additional information: the device was received operating in normal mode. Analysis performed, including pace monitoring, noise and sensitivity did not find anomalies, and battery voltage was still in the range of normal operation. Connector analysis did not find any anomalies with either channel. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause intermittent pacing could not be conclusively determined.

Event description:
During follow-up, intermittent loss of pacing was observed on the electrocardiogram. All measurements including pacing threshold, impedance and r wave amplitude were within range; however, signs of intermittent pacing on the bedside monitor still appeared. The right ventricular (rv) lead was explanted and replaced. The new rv lead was connected to the pacemaker and unsuccessful pacing was still observed. The pacemaker was then replaced and the event was resolved. The patient was stable. Related manufacturer reference number: 2017865-2017-32623.